Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. With a blood glucose value of 50 mg/dl, change sensor/bad sensor, sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported hyperglycemia, hypoglycemia was treated with insulin pump (subcutaneous insulin infusion), glucagon, ems(emergency medical services)/ambulance/ER (emergency room) visit. The event involved product(s) mmt-383a, mmt-7040a, mmt-1884l, mmt-326a. Troubleshooting was performed and confirmed customer received the reported issue low blood glucose. Customer has been using the insulin pump system within 48hrs of reported low bg event and it was unknown whether auto mode feature was active or not at the time of event. Later troubleshooting was declined by the customer. It was unknown whether continued using the device or not. No further patient complications were reported. No product return is required for mmt-383a. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-326a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a low blood glucose below 50mg/dl on (B)(6) 2024. He gave glucagon injection and went to the emergency room at 1:30pm. His blood glucose went high to 208mg/dl after being treated at the emergency room. So, he bolused to treat the high. Customer had said he was getting sensor glucose versus blood glucose issue and change sensor alert for the low. Customer did not say the difference was outside of the acceptable range. Customer also had a low of 58mg/dl on the morning of the call on (B)(6) 2024, which he treated by shutting down delivery and eating something. Please see (B)(4) for the low on (B)(6) 2024. Troubleshooting was declined for the high and low. Pump was used within 48 hours of the low. High was from hospital treatment. It was unknown if smartguard was used. Pump is not returning for analysis.